Event description:
A customer contacted beckman coulter inc. (Bci) regarding several falsely high magnesium (mg) results generated by the synchron lx20 pro clinical system. The system was repeated and gave lower results than the original. All results were reported outside the laboratory. Customer indicated no patient treatments were affected.

Manufacturer narrative:
A field service engineer (fse) visited and found that the mixer wash station is was not dispensing to clean mixer properly and wash station probe was not aspirating properly. Fse replaced wash probe and cleaned mixer wash station. The hardware repairs resolved the issue.